Event description:
The dentist reported that after 4 years and 3 months that the dental implant was installed in intra-oral region #8 it was verified its loss of osseointegration. The implant was immediately carried out, 40 ncm of primary stability was achieved and immediate load was performed. Patient presented deficient oral hygiene and low bone quantity.